Event description:
It was reported that tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that sst tubes are not filling all the way.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the photo is a black and white scan made on a copy machine, showing what appears to be an empty tube. It is not possible to tell from the photo whether the tube has been used or opened. The customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that sst tubes are not filling all the way.